Manufacturer narrative:
In a follow-up report, the surgeon indicated that despite preclotting, the graft was not "blood tight" at any time after the aorta was declamped, and that bleeding occurred along the entire surface of the graft. The report stated that the pt had been given 50 mg of heparin intravenously during surgery. No attempt was made to reverse the heparin once bleeding became evident. The surgeon's report was reviewed by the manufacturer's medical advisor, who found nothing remarkable about the pt's preoperative test results to account for the clotting difficulties. In his experience, this type of event, in which bleeding occurs despite adherence to preclotting requirements, typically indicates a problem with the pt's blood, which may not be evident through routine screening. He pointed out that under normal conditions, fabrics of even higher water permeability than that of the complaint device (nominal 1200ml/cm2/min.) Will eventually clot, unless platelet activation is inhibited. Clotting may also be affected if the pt is taking aspirin or some other form of antiplatelet or anticoagulant, although the surgeon's report does not indicate the use of other medications. The surgeon reported that this was the first case in which he had implanted the manufacturer's device. Prior to this event, he had been using a competitor's product for the past 20 years. The type and water permeability of the competitor's graft was not identified. Based on the medical opinion of info provided by the surgeon and the passing water permeability results of a representative sample taken at the time of MFR, there is no indication of a device defect. The device was apparently preclotted as directed and the pt showed no preoperative abnormalities to account for bleeding. The cause of bleeding remains unknown but may be related to an undiagnosed coagulopathy or some other condition affecting the clotting capabilities of the pt's blood.

Event description:
Surgeon reported excessive intraoperative bleeding from the vascular prosthesis while performing a surgical bypass procedure of the axillo-femoral arteries. The pt required a transfusion of two units of whole blood. The surgeon stated that the pt's preop exams were normal and confirmed that the prosthesis had been preclotted prior to heparinization. The pt experienced no postop complications as a result of the incident.